Manufacturer narrative:
Review of the manufacturing records of the involved lot was performed and indicated that the involved lot was manufactured in accordance with company specifications without deviations. The explant analysis indicated a level of wear that did not compromise the device performance. The findings are aligned with the pre-revision imaging, indicating that the implant was implanted with insufficient intrapedicular distance and was forced into the pedicle screws, which is contrary to the system's surgical technique. Based on the available information, as indicated by the surgeon and since the explant analysis indicated that the tops remained functional, it is believed that the reason for the subsequent surgery was related to the degenerative disease of the patient at the lower level and was not related to the tops system. The rate of revisions for the tops system is lower than the reported rates in the literature for similar systems.

Event description:
The company received an explant from a revision case of the tops system in israel. The original procedure was performed on (B)(6) 2018 due to l3-l4 spinal stenosis and grade 1 spondylolisthesis. The patient was treated with tops at l3-l4. Almost 5 years later, the patient complained of back and leg pain. The patient was diagnosed with spinal stenosis at the level below the index surgery (l4-l5). The surgeon decided to replace the tops with a new identical one and add the versalink fixation system to l4-l5. According to the surgeon who performed the revision procedure, the pain was related to the adjacent level due to progression of the disease.